Manufacturer narrative:
The device was evaluated by ventec where the reported issue of system fault 13 (while in use with o2), and lower fio2 readings than expected, was confirmed. Ventec replaced the metering valve to resolve the reported issues. Proper device operation was confirmed through functional and performance testing. The investigation determined that the root cause of the reported issues was the metering valve.

Event description:
It was reported that the device needed service. During the device evaluation, ventec observed that the device alarmed for "system fault 13" while connected to fio2 (fraction of inspired oxygen). This is indicative of a potential device issue where the device may deliver more or less oxygen than set. Additional testing confirmed that the device's fio2 readings were lower than expected. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001. Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: vocsn, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).